Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was mold present inside of the syringe.

Event description:
It was reported that there was mold present inside of the syringe.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. This device is exempt from adequate directions for use as referenced in 21 cfr 801 subpart d - section 801.116 which states: sec. 801.116 medical devices having commonly known directions. A device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual. Correction: MFR site.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation of the returned sample noted one opened, used syringe present with dried clustered particulates adhered to the inside of the syringe and where the bulb fits into the syringe. The largest length for one foreign material was 0.2180", which did not meet the specification of the greatest length less than 1/16¿ or a maximum of 3 particles on each surface. This device is exempt from adequate directions for use as referenced in 21 cfr 801 subpart d - section 801.116 which states: sec. 801.116 medical devices having commonly known directions. A device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual. Sec. 502(f)(1) indicates a requirement for an adequate directions for use, or else it could be deemed misbranded.

Event description:
It was reported that there was mold present inside of the syringe.